Event description:
It was reported that the lead bipolar impedance was decreasing and the threshold was increasing. It was also reported that there was a previous polarity change and device is sensing unipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.